Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. The contact alleged that the cartridge was removed while customer was sleeping and could not be confirmed if it was intentionally removed. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 54-253 mg/dl. In addition, it was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose level ranged from 360-361 mg/dl. The customer corrected the time to resolve the issue. No additional information was provided. Customer declined to further troubleshoot.